Event description:
Pt was getting an injection of contrast medium for a cat-scan through a 22 ga bd insyte autoguard winged IV access. The med-rad injector injected the medimat a normal pressure of 218 psi. IV access spontaneously disconnected from the hub. MFR was notified IV returned to MFR.